Manufacturer narrative:
D10: (B)(6) - 148-28-93 - 12/14 zirconia head 28mm -3.5mm neck. (B)(6) - 160-01-12 - pf stem tapered plasma ext offset sz 12. (B)(6) - 120-65-20 - bone screw 6.5mm dia x 20mm long. (B)(6) - 120-65-20 - bone screw 6.5mm dia x 20mm long. (B)(6) - 130-28-50 - gxl nuetral liner, g0 28mm ID. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02090. The most likely underlying cause for the revision reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 122 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, catastrophic poly wear, the poly had been worn all the way through and ceramic/titanium interface was making audible noise in addition to pain. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.